Event description:
It was reported that during a lap rectum cancer resection procedure, the blade couldn't pass self-test afer installation. Then changed another blade to complete the or. No consequences to the patient.